Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 09/10/2015 with the following findings: several unusual por event are observed in the black box. The battery compartment and cap are undamaged and able to fit securely. Cap contacts measurements are: height (0.384, 0.385, 0.384, and 0.384) inch, width (0.581, 0.584) inch. -the pump powers up successfully, the battery cap was fastened and then unscrewed ½ turn with no reboots occurring. Investigators were unable to duplicate ¿intermittent power¿ complaint. The pump¿s cover was removed, no intermittent condition was found to the power pcb/circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.